Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported the interstim was not working properly. It was noted the patient was transferred to patient services. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient would get sore in her perineum area because of the stimulation and it started happening ever since she had it put in. Troubleshooting attempts were made and the patient programmer showed stimulation was on. The patient stated that she was on program 1 and wanted to move to program 2 because she wet her pants too often since they moved her to program 1. The patient noted that it was either in (B)(6) or (B)(6) 2018. The patient also mentioned that she was in a wheelchair and the patient would fall out of the wheelchair. It was reported that the falls were this year sometime but the patient didn't know specifically when. The patient also stated that when she synchronized she reported being on program 4 but she thought she might have done it accidentally. The patient was helped to move to program 2 and felt comfortable stimulation at 1.25v. The patient indicated that she was going to try this setting. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the leakage improved after a program change. The health care professional stated that they changed the program and decreased amplitude. It was confirmed that the leakage and soreness was resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she could not get the programmer to go to program 1. She stated she wanted to change the program because the current program was not helping. She was given 4 new programs and she has tried all of them but p1. The patient was walked through getting to p1 1.95v. It was noted that stimulation was felt in the correct area. There were no further symptoms or complications reported or anticipated.